Event description:
It was reported that this was patient second surgery and the reason for the surgery was because there was some corrosion in (B)(6) 2014. There was no patient outcome reported at this time of the report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v861091, implanted: (B)(6) 2012, product type lead. (B)(4).